Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device appears to be in used condition, as indicated by the saline residue found inside the suction tube. The device was tested for functionality using a test generator, and it was found that ablate and coagulation modes did not function. The device was forwarded to the manufacturer for further investigation. The manufacturer dismantled the electrode handle to investigate a potential discontinuity in the wiring. To establish the location of the break in the active circuit, the electrical cable insulation was removed on either side of the crimp. Continuity measurements were then taken from the plug to the crimp, the crimp to the distal tip and then either side of the crimp. From this investigation, the location of the break in continuity reading was found to be a poor connection or a lack of connection across the active crimp within the handle of the device. This failure mode was further investigated under a CAPA which identified design changes that would help mitigate occurrence of the failure. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp -ea device did not work. During in-house engineering evaluation, it was determined that the device would not coagulate. It was not reported if there was a delay in the procedure, or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.